Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.